Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room one day post implant of this device. The patient had experienced a syncopal event which was correlated with rythmiq events. A boston scientific technical services consultant reviewed the download of the device data and confirmed normal device behavior. The consultant communicated the results to the physician. No additional adverse patient effects were reported.